Manufacturer narrative:
Model 6650: this device is not distributed, marketed, or sold in the united states.

Event description:
Edwards has learned of a 23mm transcather aortic valve-in-valve intervention which was performed approximately 15 years and eight (8) months after implant. The reason for the intervention was due to severe aortic regurgitation secondary to calcification. No further information has been provided.

Manufacturer narrative:
The device was not returned to edwards for analysis as it remains implanted. Without return of the device, the clinical observation could not be confirmed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.